Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced episodes of tachycardia and died. Around the patient's death, the cardiac resynchronization therapy defibrillator (crt-d) appropriately classified an episode as non-sustained tachycardia so - also appropriately - no therapy was delivered for that episode. The ventricular arrhythmia continued, however due to the limit of episodes that can be stored in the crt-d, it was questioned if therapy was delivered for the subsequent detected ventricular fibrillation (vf) episode. It was noted that there was no evidence that therapy was not delivered.